Manufacturer narrative:
Concomitant device: 3334625 - guard 3334625 visao bur w/o irrigation, lot number unknown 510k: k983224. Product evaluation: evaluation results for the handpiece also reported that "the bearings of the top are black"; deterioration of bearings. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received: "according to the updated report from sales rep, the foreign materials fell off were substances like ash", not "small metal pieces" as initially reported. It was also confirmed that a bur guard was in use when this occurred; the debris may have been falling from the bur guard and not the handpiece.

Manufacturer narrative:
The device was returned for evaluation. The analysis indicated that the unit was disassembled and could not find any parts that were broken or had metal pieces coming apart. Could not verify customers issue. For normal repair, replaced locking nut due to missing alignment dot. Unit was cleaned and tested to manufacturers specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a tympanoplasty surgery, small metal pieces (debris/fragments) fell into the patient. The fragments were retrieved by using saline and suction and did not require additional equipment or an additional procedure. There was no patient injury.